Event description:
On (B)(6) 2012, a reperfusion catheter 054 was used to aspirate clot in the supraclinoid segment of the left internal carotid artery (ica). It took about 10 minutes and about 100cc of blood was aspirated. Contrast revealed that the left middle cerebral artery (mca) and an occlusion in the m2. A reperfusion catheter 032 approached the m2 with a guide wire. A separator 032 was inserted into the reperfusion catheter 032 but the physician felt friction with the separator 032 was in the tip of the reperfusion catheter 032. Both the separator and catheter were removed. The catheter showed a flattened section 1-2 cm inside at 7-8 cm from the tip. The physician made a pass with the merci retriever however, the m2 did not re-open. A CT revealed intracranial hemorrhage without perforation. The physician waited to determine the approach. On (B)(6) 2012, the patient recovered and left the hospital. The physician commented that it was unclear when the hemorrhage occurred.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. Conclusion: hemorrhage is a known and anticipated complication with these types of procedures and is noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns. Devices discarded by hospital.